Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient reported experiencing blurry vision. During the procedure the physician "questioned if there was a clot/coagulant on catheter based on ice image but could not find evidence of it when removed from the body." Additionally, it was speculated that the blurry vision could have been caused by an ocular clot, and the reporter believed that imaging had taken place to identify the imaging, but they could not confirm this information. It was also reported that they were not sure if any medical intervention took place for the injury. The patient is reported to be stable but no further information on their condition or if they have recovered was provided.